Event description:
The device was returned for service. During service the device had failure code 810:04 found in the event history. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
The date should have read 2006, rather than 2007, which was a typo.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary: evaluation was completed and the reported condition of the failure code 810:04 was confirmed in the pump event history. During inspection of the device, failure code 810:04 on channel c was due to air in line printer circuit board being out of specification and was replaced.